Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, after 17 years, it was reported two 5mm pins broke and were left in the patient¿s tibia. However, the response to clinical documentation requests were not provided and the s+n devices, nor the part or lot numbers were not provided. Therefore, neither the manufacturer of the two retained pins nor the material composition of the two retained pins can be determined. Since the two broken pins were retained in the patient¿s bone, micro-motion/and or migration of the retained pins is unlikely. Based in the information provided, the impact to the patient beyond that which has already been reported cannot be determined. Should any additional medically relevant information be provided, this complaint would be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or surgical technique. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that a frame installed on (B)(6) 2004 had two 5 mm pins broke on the tibia. No other complications were reported.